Event description:
It was reported that the procedure was to treat a mildly calcified proximal superficial femoral artery via a diagnostic peripheral procedure. While advancing a non-abbott intravascular catheter, the tip of the catheter broke off and became stuck on the balance middleweight guide wire. The devices were removed altogether as a system with no resistance noted. A drug-coated balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4: the UDI is unknown because the part number and lot number was not provided. The device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with the anatomy/other devices resulted in the noted guide wire damages (stretched coils, bent shaping ribbon, multiple bent and kinked core) and the noted non-abbott catheter damages (multiple bends/kinks) thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D1: brand name: updated from guide wire to hi-torque balance middleweight universal guide wire d4: catalog no: updated from unknown bmw guide wire to unknown universal bmw.

Event description:
It was reported that the procedure was to treat a mildly calcified proximal superficial femoral artery via a diagnostic peripheral procedure. While advancing a non-abbott intravascular catheter, the tip broke off and became stuck on the balance middleweight guide wire. The devices were removed altogether as a system with no resistance noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed MDR report, additional information was received: while advancing a non-abbott intravascular catheter, the tip of the catheter broke off and became stuck on the balance middleweight universal guide wire. A drug-coated balloon was used to successfully complete the procedure.